Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed for vibration. It was determined that this was caused by worn bearings from excessive side loading, which caused the cutter device to flex and the bearings to come in contact with the nose tube. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a micro laminectomy surgery, it was observed that the attachment device was not holding the drill bit device. As a result, there was a thirty second delay in the surgical procedure as an identical spare device was available for use. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.